Event description:
It was reported that this right ventricular (rv) lead impedance had gradually increased and reached out of range measurements of 2000 ohms. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.